Event description:
A nurse thought there was something wrong with the flow of oxygen in the patient room because the flow meter would not allow her to increase the oxygen above 2 liters on a patient. After investigation of the oxygen flow, flow meter, and nasal cannula, it was discovered that the nasal cannula internal lumen was not completely open. This caused too much pressure to build up as the oxygen flow rate was increased, causing failure.